Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 425cc textured mentor siltex round moderate profile saline breast implant has experienced postoperative right-sided capsular contracture. Patient reported the right breast is slightly harder and larger, indurations around the implant and nipple, and patient also experienced pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 31-mar-2020, mentor received additional information regarding patient and event details; date of event was reported to be in 2011, and patient age was added. Per secondary review of the file, the initially reported capsular contracture was baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation for the complaint device could not be performed, since the physical record could not be located. An internal corrective action has been opened to address this issue. If the physical record is located, a manufacturing record evaluation will be performed, and a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).